Event description:
Procedure type: lavh. According to the reporter: the balloon deflated while inside the pt causing difficulty with visualization, procedure was converted to open tah. The procedure time was extended 1 hour. Abnormal bleeding occurred, but pt was not transfused. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 10/23/2009.